Event description:
The user facility reported that after the angio-seal device was tamped, the patient was still bleeding. The device was pushed harder into the artery, the medical doctor (md) thought the vessel may have been diseased. The patient went to surgery and had a femoral endarterectomy. The patient was in stable condition. The event occurred post-treatment. Additional information was received on 11 aug 2022: the procedure performed was a gastrointestinal (gi) bleed embolization (embo) with a 6 fr sheath. The physician stated there was a lot of blood after tamping down. The device was pushed too hard, and the collagen was pushed into the artery. There were no difficulties with the sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. The involved angio-seal was deployed in the common femoral artery. Not all components of the angio-seal functioned per the instructions for use (IFU). The surgery was unsuccessful. The bleed was not found.

Manufacturer narrative:
Patient identifier: requested, not provided . Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided . Ethnicity: requested, not provided. Race: requested, not provided . Lot number: requested, unknown. Expiration date: unknown due to unknown lot number . UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review cannot be performed due to the lot number being unknown. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).